Event description:
Stapler misfired while firing stapler through lung tissue. Physician's assistant was able to finish firing the staple and remove stapler from patient. Stapler and staple load appeared intact. No obvious signs of injury. Stapler was removed from sterile field and replaced with a new stapler and reload. Malfunctioning stapler and reload given to robot manager.